Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 32 +5 femoral head trial was left in the patient. The doctor determined it to be safer for the patient to leave the head trial in the body rather than risk more trauma while trying to retrieve it. The instrument was not broken into 2 pieces it was left in the patient as one piece. There have been no adverse conditions reported. No surgical delay reported.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Corrected: d6a. The date of implant (B)(6) 2020) is being retracted since the device involved was an instrument and does not have an implantation date.